Event description:
PICC insertion attempted, difficulty threading PICC, guidewire was removed and it was noticed that about 1.5 cm of guidewire was missing and the remainder had a kink in it. A second kit was opened and the wire was compared. The 2nd wire gently handled and immediately kinked in the same spot. Doctor (B)(6) contacted, CT ordered (B)(6) ms, rn, aocn vascular access manager was contacted cxr and lua xr ordered later on per ir request. Doctor (B)(6) found tip to be in internal mammillary vein. Physician will update doctor (B)(6). This FDA report is to report the second guidewire that malfunctioned (kinked) at the same location as the prior one causing concern for malfunction/defective lot #'s or product. Placing this FDA medwatch on the 2nd guidewire that was taken out for comparison and also found to kink in same location as first causing concern that there were defective lots of PICC lines.